Manufacturer narrative:
Manufacture's investigation conclusion: the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stop events that were captured in the submitted log file. The pump was returned assembled with the driveline (dl) cut approximately 1.5 inches from the pump housing and approximately 26 inches of the distal portion of the driveline was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of returned pump revealed no evidence of depositions or thrombus formations. Electrical continuity testing did not reveal any discontinuities. Visual inspection of the returned portions of the driveline revealed breakdown of the metal braided shield approximately 2.5 inches through 3 inches and 7 inches through 11 inches from the metal connector. The clear bionate was unremarkable. Visual examination of the underlying wires revealed breaches to the insulation of the red, orange, and black wires adjacent to the pump housing, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Both segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages as captured in the submitted log file. If the exposed conductors of any of the wires made simultaneous contact with the metal braided shield, the resulting short would have had potential to cause pump stop events while the system was operating on battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a low speed operation and pump stoppage occurred. At the time of the event, the patient was asymptomatic with no signs of thrombus, dehydration or arrhythmia. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed a pump stoppage that occurred while the vad was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). Due to the suspected driveline damage, the pump was exchanged on (B)(6) 2019. No additional information provided.